Manufacturer narrative:
(UDI) is unknown, no further information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) is no longer applicable as device was manufactured in 2010. No previous service history was found. The device was received for evaluation; in poor condition. The device was manufactured in 2010. Visually inspected the device and found that the actuator pole and membrane switch was damaged. This confirmed customer reported issue. Additional issues were also found that return tube cracked and which had leaked water, and damaged multiple internal components, including the main pcb (printed circuit board), pump assembly, and fan assembly. Wear and tear was noticed on line cord and drain valve. Rolling base was missing internal components, base plate, and caster wheels. Both heaters and thermistors were found to be faulty. Damaged enclosure due to fluid ingression inside the tank reservoir. A corrective and preventative action has been opened to address the secondary issue of return tube crack. The root cause of the issue was deemed to be a result of the actuator pole damaged due to customer. The device is also 9 years old, in poor condition, and no service history was found. Action(s) taken to mitigate the reported issue(s): replaced return tube, fan assembly, line cord, two thermistor, enclosure, membrane switch, main pcb, drain valve, heater 1 and 2, pump assembly, air compressor, actuator pole, actuator switch, 4 rolling base caster wheels, power supply, base plate, screws, and internal wires; installed tempcheck test fixture; measured temperature was within tolerance. Device passed all functional and electrical tests.

Event description:
It was reported that the device membrane IV pole was loose and emitting a loud noise. No patient injury was reported.